Event description:
A customer reported a cartridge change error with their pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Despite instructions and assistance from technical support, the customer was unable to successfully load the cartridge onto the pump. The situation was referred to customer service for further troubleshooting.